Manufacturer narrative:
Date sent to the FDA: 2/15/2021. Additional b5 narrative: it was reported that the patient underwent mesh extraction and incisional hernia repair on (B)(6) 2018 due to discomfort and scar.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery during which the surgeon noted the previously placed mesh was noted to be poorly incorporated into the tissue. The mesh was extracted. It was reported that the patient experienced severe pain, inflammation, loss of appetite, stress and anxiety. No additional information is provided.